Event description:
A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device (a high drain alarm is indicative of an iipv situation. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode). The alarm occurred on (B)(6) 2013 at 09:40:52. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was undetermined. Should additional relevant information become available a supplemental report will be submitted.